Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: 4100070000-2019-8055 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not flow during the administration of pre chemotherapy medications. This issue was identified when the secondary set was attached to a primary set that was administering intravenous normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.